Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported failed suction with one patient interface. There are multiple related reports for this facility. This report addresses a patient interface (pi) (B)(4) and additional manufacturer reports will be filed.

Event description:
Additional information received stated, suction loss occurred before laser fired, does not represent a reportable product malfunction. Therefore, this event no longer meets reporting requirements.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).